Manufacturer narrative:
Concomitant medical products: 50ml IV bag of ceftriaxone in dextrose, lot: ld128603 exp: (B)(6) 2017; therapy date: (B)(6) 2016. The customer¿s report that the tubing disconnected from the drip chamber was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the drip chamber. Functional testing was not performed due to the separation but fluid was noted to be leaking from the separation. Visual inspection under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the tubing separating from the drip chamber was a manufacturing issue of insufficient solvent having been applied at the junction of the vinyl tubing.

Event description:
The customer reported that the tubing separated directly below the drip chamber during patient use. There was no report of patient harm.